Event description:
It was reported that when removing the pin, the pin broke in two places. The surgeon removed the pin from the bone by cutting the tibia. This caused "fragilization" of the bone and the pt had to remain immobilized for three weeks. The procedure was delayed 30 minutes due to this event.

Manufacturer narrative:
Device was not returned to MFR. If device is returned for eval, a follow up report will be filed.